Manufacturer narrative:
The manufacturer was previoualy contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to third party service center for evaluation, there was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation no foam particle were noted in the air path, yet foam degradation was noted. The device sound abatement foam needs replaced to address the issue. In addition, error code was displayed e025 (err_motor_thermistor_open). Dust was found as contamination. The device as scrapped. A remstar plus c-flex w/sd card device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted error code present e025 (err_motor_thermistor_open) in the device logs. There was also. Upon review the report b5 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed. In previously submitted report, operator of device in box d, occupation in box e and reason device not eval was incorrect. In this report, section, operator of device in box d, occupation in box e and reason device not eval has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to third party service center for evaluation, there was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation no foam particle were noted in the air path, yet foam degradation was noted. The device sound abatement foam needs replaced to address the issue. In addition, error code was displayed e025 (err_motor_thermistor_open). Dust was found as contamination. The device as scrapped. A remstar plus c-flex w/sd card device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted error code present e025 (err_motor_thermistor_open) in the device logs.